Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised due to implant migration. On 9 sept, in the x-ray it was noted that the proximal bone chip inverted, the nail migrated toward head of humerus, and the most proximal screw and the distal screw were backed out. It cannot be confirmed which proximal screw was backed out, 181848048 or 181848050.

Manufacturer narrative:
The devices associated with this report were not returned. (B)(4), the manufacturing facility, reviewed the device history records and found no manufacturing deviations or anomalies. A depuy (B)(4) material research scientist reviewed the x-rays and confirmed the most proximal screw has migrated (backed out) from its original post-operative position. It also appears that the im nail has rotated, distal tip of im nail toward anterior. There is no evidence of union or partial callus formation. Both the migration of the screw and rotation of the nail suggests loading of the humerus prior to union of the fracture. In the indication section of the surgical technique it states these implants are intended as a guide to normal healing, and are not intended to replace normal body structure or bear the weight of the body in the presence of incomplete bone healing. Delayed unions or nonunions in the presence of load bearing or weight bearing might eventually cause the implant to break due to metal fatigue. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.